Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Corrected/updated data: (date of report); (event description); (brand name); (type of device); (catalog/lot number); (date received by manufacturer); (remedial action indicated); (correction/removal number). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. (B)(4).

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Event description:
It was reported that the patient had a revision on the right asr xl acetabular system hip implant. The reasons for the revision were as follows: pain; alval/soft tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.